Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the embedded serializer for master (esm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The esm was analyzed and the reported failure was confirmed and reproduced. The esm unit was installed into the test system and failed to connect to the erbe. The problem was caused by an electrical issue where the neutral cable's pins were loose and broken, leading to poor contact with the iesu (which might refer to a specific piece of equipment or an electrical component).

Event description:
It was reported that during a da vinci-assisted head & neck surgical procedure, the energy shield box had a yellow led for cord connection. The customer tried multiple instruments and four different monopolar cords before calling. The technical support engineer (tse) asked the customer to power cycle the integrated electrosurgical unit (iesu) and check connections on the iesu and embedded serializer for master (esm). The customer confirmed the esm cord led was still yellow. The tse asked the customer to power cycle the system but the customer was unsure if the surgeon would power cycle. The surgeon is continuing with the procedure robotically. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer has determined that the cautery on the system was bad. The customer planned to retest the cables.